Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. There is no further information available to date and the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).